Event description:
Complainant alleged that during a routine shift check by a clinician. The device intermittently failed to discharge. Complainant indicated that there was not pt involvement in the reported malfunction.